Event description:
It was reported that a new dexcom g7 continuous glucose monitor (cgm) initiated by the user¿s caregiver did not pair as expected with the ilet bionic pancreas, and pairing was achieved only after the agent instructed a toggle and restart with the sensor code entered. No clinical signs, symptoms, or conditions were reported, and no alerts or alarms occurred. Outcomes included no medical intervention and no hospitalization. User support included remote troubleshooting and education regarding sensor pairing steps. Investigation of this case revealed a sensor pairing failure that resolved after power cycling and reentry of the sensor code, consistent with a communication or setup issue between the sensor and receiving device. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient communication interference.